Manufacturer narrative:
(B)(4)

Event description:
The hcp suspected the lead was fractured. The implantable neurostimulator was replaced due to normal battery depletion. The patient recovered without sequela from surgery. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.